Event description:
It was reported that on (B)(6) 2012 had stemi (st segment elevation myocardial infarction), cardiogenic shock, cardiac arrest, CPR required defibrillation. Direct admit to the cath lab, intubated, stents placed and intra-aortic balloon (iab) inserted into left femoral artery. Indication for use: cardiogenic shock. The md inserted the iab through the sheath via left femoral artery with no issues. Hours later, at approximately 1700- 1800 hours, the rn noted a large amount of blood in the helium line and the iabp console shut off. There was no report of any previous helium leak or iab problems. As a result, the md inserted another iab through the sheath via right femoral (opposite site) and removed the ruptured one. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no harm to the pt. The pt outcome is the pt had cardiac surgery a week later and is not in the progressive care unit. Additional information received on (B)(6) 2012 from the rn at the hospital stated the pump was plugged into the wall power supply at the time of the event and confirmed that there was a helium leak alarm prior to the pump shutting down.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.